Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead triggered a warning due high impedance on the rv and superior vena cava (svc) coil. Testing produced noise from rv tip to coil. An insertion problem was suspected with the lead. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additionally, performance data about the lead was collected from the device and analyzed. Analysis revealed the right ventricular and superior vena cava (svc) impedance was greater than 3000 ohms and alerts occurred on (B)(6)2013 and (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.